Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a total hip with dr. (B)(6) a 52mm primary cluster tritanium shell. Ref# (B)(4), lot # mnhnkk was dropped on the sterile field. The scrub tech as well as the surgeon attempted to screw the insertion bolt from the da cup impactor tray. It would not thread after several attempts, the straight cup inserter was then tried unsuccessfully. Opened a new 52mm shell and the bolt threaded fine.

Manufacturer narrative:
An event regarding thread damage involving a primary tritanium hemi cluster hole cup 52mm was reported. The event was confirmed. Method & results: -device evaluation and results: a function test was conducted using the primary tritanium hemi cluster hole cup 52mm (catalog 502-03-52d, lot mnhnkk) and a cup positioner/impactor handle assembly (catalog 2101-0200, lot smm9e01). The cup would not thread on the impactor. The first thread is damaged and that would cause the impactor not to engage with the threads of the cup. Examination of the returned device with material analysis engineer indicated that the damages are consistent with cross-threading. -medical records received and evaluation: not performed as there are no medical records. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. The investigation concluded that an examination of the returned device with a material analysis engineer indicated that the damages are consistent with cross-threading. A functional test was conducted with ta primary tritanium hemi cluster hole cup and the cup positioner/impactor handle assembly. The cup would not thread on the impactor. The first thread is damaged and would not allow the impactor to thread properly on the cup. The device was acceptable during inspection and there were no other complaints from other devices within this lot. It is likely that the cross threading was due to a user error.

Event description:
During a total hip with dr. (B)(6) a 52mm primary cluster tritanium shell. Ref# 502-03-52d, lot # mnhnkk was dropped on the sterile field. The scrub tech as well as the surgeon attempted to screw the insertion bolt from the da cup impactor tray. It would not thread after several attempts, the straight cup inserter was then tried unsuccessfully. Openend a new 52mm shell and the bolt threaded fine.